Event description:
It was reported that the device was not responding and was replaced. The patient stated that first hcp implanted the wires crossing over each other and this was fixed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-33, lot# v561268, implanted: 2010-(B)(6), product type lead. (B)(4).